Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure it was noted that the lead was unable to be fixed to the ventricular septum. Pacing impedance exceeded the upper limit. A replacement lead was used to successfully complete the procedure. There were no patient consequences.

Manufacturer narrative:
The reported events were unable to fixate lead and high pacing lead impedance. A complete lead was returned in two pieces. Visual examination found the helix retracted and clogged with tissue. However it was normally extended and retracted after cleaning. X-ray examination and electrical testing did not find any anomalies with the exception of procedural damage. The reported event of high pacing lead impedance was not confirmed.